Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion, the touchscreen of the navigation system became unresponsive and the operating room (or) team used the laptop on the rack for the procedure. The surgeon was reported to have completed the procedure with the navigation system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation found that the cause of reported event was unable to be determined. The logs provided showed 3 sessions on (B)(4) 2017. The logs within the sessions provided no insight into the touchscreen anomaly.